Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh as implanted concurrently with laparoscopic lso and extensive lysis of adhesions due to chronic left pelvic pain and sui.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary problems, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2010 due to erosion of mesh into vagina. No additional information was provided.